Manufacturer narrative:
H6: investigation summary: multiple photos were provided to our quality team for investigation. Upon visual inspection of the photos, no manufacturing related defects were observed, the device and all of the labeling is correct. A device history record review did not reveal any quality issues during the production of lot number 2204008. Catalog number 300866 belongs to 50/60ml bdtm eccentric slip tip syringe ce mark sterile, single use syringes. The marking scale of the syringe goes up to 60ml, but the nominal value of the syringe is 50ml. As the labeling of this product is according to bd specifications, there are no defects observed. H3 other text : see h10.

Event description:
It was reported that 3 bd¿ eccentric luer slip tip syringe had the incorrect label. The following information was provided by the initial reporter, translated from tetum to english: (B)(4) should be for syringe 60ml et, but the label in physical stock showing 50ml luer syringe, please refer to below photos shared by customer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd¿ eccentric luer slip tip syringe had the incorrect label. The following information was provided by the initial reporter, translated from tectum to english: sku300866 should be for syringe 60ml et, but the label in physical stock showing 50ml luer syringe, please refer to below photos shared by customer.